Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An ophthalmic surgeon reported that the probe failed to cut during a procedure. The condition of aspiration was unknown. The product was replaced and procedure completed with no patient harm. A product sample has been requested, however, it has not been received for evaluation at the manufacturing site.

Manufacturer narrative:
A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were eight other complaints for the reported issue. Two probe complaint samples were returned for evaluation for the report of the cutting failure of probe. Sample #1: the returned sample #1 was visually inspected and deemed nonconforming. Red foreign material was present on needle and tip. The cutter was in port. No functional testing could be performed due to the cutter remained stuck in port. The probe was disassembled and the components inspected. There is approximately 0 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. The inner cutter pulled out of coupling. No presence of adhesive was observed on inner cutter when held under ultraviolet lighting. Slight resistance was felt when removing the inner cutter from the needle. No wear marks were observed at the bend area. Sample #2: the returned sample #2 was visually inspected and deemed nonconforming. Red foreign material was present on the port face and needle. The cutter was in port. No functional testing could be performed due to the cutter remained stuck in port. The probe was disassembled and the components inspected. There is approximately 0-5 minutes of usage wear on the inner cutter when compared to the cutter wear visual standards. The inner cutter pulled out of coupling. No presence of adhesive was observed on inner cutter when held under ultraviolet lighting. Slight resistance was felt when removing the inner cutter from the needle. Slight wear marks were observed at the bend area. The complaint evaluation does confirm both probe samples had a quality issue that resulted in the probes not being able to function properly. The root cause for the poor probe performance of both samples was due to the separation of components within the probe samples. It appears that at the beginning of the probes being used, the adhesive bond failed causing the inner cutter to become detached from the coupling. An investigation has been completed and actions have been implemented to lower the frequency of probe complaints due to the detachment of the inner cutter from the coupling. Probes continued to be 100% inspected for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).